Manufacturer narrative:
E1:(B)(6) medical center. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Due to clogging of suction tube in universal cord, foreign objects were found exiting the suction port. The evaluation revealed the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had white-clouded area; adhesive around objective lens had white-clouded area; adhesive around objective lens was peeled; scope-connector was dirty due to water leakage; plastic distal end cover (c-cover) was dirty; and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited air/water leakages. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the suction channel was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the suction function] : 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel]: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.